Manufacturer narrative:
Natus technical service and the customer troubleshot the unit through phone and email over the course of a few days. On (B)(6) 2017, the customer called natus technical service to report that ecochg is working and their issue was resolved. The customer reported that there was an issue with their surge protector and ups device. Users are instructed to separate sources of electromagnetic energy from away from cables carrying patient response. Users are also instructed to not use outlet strips or extension cord and to connect the isolation transformer directly to the wall outlet.

Event description:
The customer reported that they were observing artifacts on the ecochg (electrocochleography) waveforms collected using gold foil tiptrodes connected to a navigator pro unit. The customer described the waveforms as "junky" and provided a sample of the waveforms they collected.